Event description:
At the end of the case when finishing closing the incision; the surgical team members were looking for a pin that held the tibial guide in place during the surgery. The pin was found on the ground, but broken in half. The team looked around for the other half of the pin, but couldn't find it. The lead was contacted to double check the correct manor to proceed. Called x-ray, they came and took flat panel shots and verified the remainder of the pin is in the tibia. Surgeon was notified and had team proceed to pacu. The zimmer pins are used to hold the tibial cutting block in place. The pin was placed by the surgeon and when he went to remove it, it fell out. The team was unable to locate it on the sterile field at that time and thought it may have fallen by the leg positioning plate. The surgeon was confident that it was not in the patient. During closure, tech asked the team if they were able to locate the pin and told them they would need to find it before the end of the case. The surgeon was still confident that it was not in the patient. The room was searched and found the pin on the floor. When she inspected it, she found that half of it was broken off. She escalated her concern to the pa and surgeon. An xray was taken and the broken piece was visualized in the tibia. It broke off far enough into the bone that it could not be seen without x-ray and would cause more patient harm if it was removed. The surgeon left the broken piece of the pin in place and patient was transported to pacu. There was a defect in the supply. The tech was vigilant in reminding the team that the pin needed to be found. While it would be helpful to find the missing piece of the pin that broke off in the bone sooner, it would not have changed the treatment for the patient.